Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method result and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "xia screw head detached from screw shaft".